Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 14 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: when clips did not hold, was there any bleeding or leak that occurred? No. If bleeding, please quantify amount of bleeding. Were any blood products given to patient? No. Was there any change to procedure or post-op patient care? No. How was case completed? With a second clip applier device.

Event description:
It was reported that during a cholecystectomy procedure, the clips didn't hold. No further information. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.